Event description:
The customer reported being hospitalized twice due to low blood glucose levels. The first event was on (B)(6) 2012. The second event was on (B)(6) 2012. No blood glucose levels were reported. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.